Event description:
I received a g6 transmitter from dexcom that was supposed to be a new replacement. I've had dexcom for many years and they've always arrived as a smaller box with a patient insert inside of a larger box with a pamphlet. This is the first time I received only the smaller box. When I opened the box, the transmitter was loose inside with no patient insert and was very clearly previously used. The device that was supposed to be new had debris on it that looked like old skin and blood. I put it back in the box and called dexcom. They want me to send it to them to investigate and seemed unconcerned, I am very concerned that instead of a new medical device I was sent a previously opened device that appeared visible dirty/used. Please investigate. I still have this device, serial number is (B)(6).